Manufacturer narrative:
This is the second complaint evaluation follow up. This follow up is to address the product code 2h5660. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The brand name for 2n3350 is micro-volume extension set; the brand name for 2h5660 is solution administration sets. Catalog number - the reporter indicated that the involved product code was either 2n3350 or 2h5660. Manufacturer - the manufacturing facility for 2n3350 is: (B)(4). The manufacturing facility for 2h5660 is: (B)(4). 510k number - the 510k number for 2n3350 is k113227; the 510k number for 2h5660 is k153158. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the air vent of the filter of an administration set. This was reported to have occurred either during priming or during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.